Event description:
The customer states that the axsym processing cover will not stay open. The customer states that the cover fell and hit cusotmer on the head. No medical treatment or serious injury was reported.